Event description:
It was reported that during a video assisted thoracoscopic surgery procedure, the device locked out on the second firing. A crack was heard and the device would not open with the release knob, but it did open mnaually. A new device was used to completed the procedure. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was rec'd with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was rec'd fully loaded with staples and with no damage to the catridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. However, the returned cartridge was loaded into a test device and tested for functionality. The device fired, cut and formed all the staples as intended. Cartridge batch # v5ax7l.